Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems. Initial visual inspection of the actual sample revealed no anomalies such as cracks or crazing. The sample was setup on a sarns drive motor and built into a circuit of saline solution. The rpm was set to 3500 rpm with a back pressure of 660mmhg. No leaks were noted during this test. Although no issues were found with the actual sample, the complaint was confirmed due to known top housing crack issues with this specific product code/lot number combination. It was also noted that the customer applied bone wax to the unit to stop the leak they experienced; however, there was no evidence of bone wax on the sample. During other investigations of similar events, it was discovered that the leaks were from cracks in the top housing. The cracks were caused by dehp compound residue on the x-coated separator of the pump. The separator came into contact with dehp when it was dipped into the incorrect tank during manufacture. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
This follow-up report is submitted to the FDA in accord with applicable regulations - and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on may 7, 2015. A second follow-up will be submitted upon completion of the investigation and/or submission of new information. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that during cardiopulmonary bypass the centrifugal pump head leaked. The customer applied bone wax to the unit and went on cpb as the procedure was planned to be short. Applying bone wax to the location of the leak is not a recommended mitigation for a leaking pump. There was no blood loss during use, but a small amount of blood could be seen trapped in the cone by the outlet and magnet at the end of the case. No known impact or consequence to patient. Product was not changed out. Surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).